Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for evaluation. Signs of use were observed. Visual inspection of the peel-away sheath revealed the peel away sheath extrusion was separated adjacent to the tab. The other tab was intact. The sheath had completely split down the extrusion score lines. The sheath body length from the tabs to the distal tip measured 2 3/4", which is within the specification limits of 2 5/8" - 2 7/8" per peel-away product drawing. The outer and inner diameter of the sheath could not be measured due to the condition of the returned sample. A device history record review was performed, and no relevant findings were identified. The report of a broken peel away sheath tab was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the sheath extrusion had separated directly adjacent to one tab. Based on the customer report and the sample received, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the introducer cracked when trying to break apart and pull the dilator out. They were able to split the dilator by placing pressure on the PICC and slowly pulling on the remaining wing." There was no reported patient harm or consequence.

Event description:
It was reported that: "the introducer cracked when trying to break apart and pull the dilator out. They were able to split the dilator by placing pressure on the PICC and slowly pulling on the remaining wing." There was no reported patient harm or consequence.

Manufacturer narrative:
Qn#(B)(4).